Manufacturer narrative:
The console components were not returned for analysis; however, it was serviced onsite by a field service engineer. During onsite evaluation, the reported issue of low power could not be duplicated. The system was found to have extremely low coolant and was producing loud noise. The coolant was refilled, and a full inspection of the optical components and blast shields was performed. Alignment across all channels was verified, and checklist activities were completed with no issues observed. Post-service testing confirmed the system was operating within specifications and ready for use. A review of the moses pulse hazard analysis was completed and confirmed that the event of device - low power was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that, during procedure, the console was not emitting enough energy. Replacing the fiber and the debris shield did not resolve the issue. Another console was used to complete the procedure. The patient outcome was not provided.

Event description:
It was reported that, during procedure, the console was not emitting enough energy. Replacing the fiber and the debris shield did not resolve the issue. Another console was used to complete the procedure. The patient outcome was not provided.